Event description:
It was reported that the patient experienced a loss of therapeutic effect, with a return of muscle spasm and pain symptoms. The patient also had fallen "a few times." No further details or patient outcome were provided. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Lead model 3487a, lot# l42158, implanted:1997-(B)(6), explanted:na; lead model 3487a lot# l42158, implanted: 1997-(B)(6), explanted:na; transmitter model 3210, lot# nbu004227p.

Event description:
Additional information received reported that the patient was reprogrammed on (B)(6)-2011, which solved her issue to her verbally in dicated satisfaction.